Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients lead had high impedances. The physician suspected that the leads have either fractured. It was also mentioned that the patient was not using the device since it was not working and has not getting any relief.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit 30 cm.

Event description:
A report was received that the patients lead had high impedances. The physician suspected that the leads have either fractured. It was also mentioned that the patient was not using the device since it was not working and has not getting any relief.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's lead had high impedances. The physician suspected that the leads have either fractured. It was also mentioned that the patient was not using the device since it was not working and has not getting any relief.